Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 38 years ago. Aneurysm and vessel morphology from the time of implant was not reported. It was reported that the pt presented to the ER in the middle of the night with a ruptured aneurysm. It was noted that the proximal end of the graft was floating freely within the aneurysm sac; however, distally it was well incorporated. The decision was made to explant the stent graft; however, the pt expired later the same day. The explanted stent graft was returned and its analysis is pending.

Manufacturer narrative:
(B)(4). Eval results: death, aneurysm rupture, endoleak, migration. Results/conclusions: lack of info. Analysis of the explanted stent graft is pending.